Event description:
It was reported that the customer was having unexplained blood glucose readings and had been treating with corrections and injections. Gave bolus doses but still the blood glucose did not go down. Customer noticed the reservoir was leaking and it occurred thirty minutes prior to the call. Customer's blood glucose reading was 108 mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.